Event description:
Event [preferred term] (related symptoms if any separated by commas), unexplained, dangerously high blood sugar levels resulting in elevated ketones - type 1 diabetic [diabetic ketoacidosis], uncontrollable high levels were experienced [blood glucose increased], not administering the correct number of units [incorrect dose administered by device], eventually not administering any insulin at all by the echo pen, [device failure], not administering any insulin due to another faulty plunger mechanism [device malfunction], old broken pen [device breakage], injecting from the glass vials with a syringe [wrong technique in product usage process], they store the pen with a used needle still attached [product storage error]. Case description: this serious spontaneous case from south africa was reported by a consumer as "unexplained, dangerously high blood sugar levels resulting in elevated ketones - type 1 diabetic(type I diabetes mellitus with ketoacidosis)" with an unspecified onset date, "uncontrollable high levels were experienced(blood glucose increased)" with an unspecified onset date, "not administering the correct number of units(incorrect dose administered by device)" with an unspecified onset date, "eventually not administering any insulin at all by the echo pen,(device failure)" with an unspecified onset date, "not administering any insulin due to another faulty plunger mechanism (device component malfunction)" with an unspecified onset date, "old broken pen(device breakage)" with an unspecified onset date, "injecting from the glass vials with a syringe(inappropriate drug extraction with syringe)" with an unspecified onset date, "they store the pen with a used needle still attached(device stored with needle attached)" with an unspecified onset date, and concerned a child female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type I diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "type I diabetes mellitus", investigational result name: novopen echo, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novopen4, batch number: pvggw09 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 3 ml 100 u/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer comment: 09-may-2025: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other con-founding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a significant risk factor for the development of hyperglycaemia and its complications. Final manufacturer comment: 09-may-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant risk factor for the development of hyperglycaemia and its complications. H3 continued: evaluation summary name: novopen4, batch number: pvggw09 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) unexplained, dangerously high blood sugar levels resulting in elevated ketones - type 1 diabetic [diabetic ketoacidosis], uncontrollable high levels were experienced [blood glucose increased], not administering the correct number of units [incorrect dose administered by device], eventually not administering any insulin at all by the echo pen, [device failure], not administering any insulin due to another faulty plunger mechanism with novopen 4- plunger (she meant the piston rod) sometimes is loose and moves freely and other times gets stuck. She said that the piston rod was very stiff and wouldn't move [device malfunction], old broken pen [device breakage], injecting from the glass vials with a syringe [wrong technique in product usage process] they store the pen with a used needle still attached [product storage error]. Case description: this serious spontaneous case from south africa was reported by a consumer as "unexplained, dangerously high blood sugar levels resulting in elevated ketones - type 1 diabetic(type I diabetes mellitus with ketoacidosis)" with an unspecified onset date, "uncontrollable high levels were experienced(blood glucose increased)" with an unspecified onset date, "not administering the correct number of units(incorrect dose administered by device)" with an unspecified onset date, "eventually not administering any insulin at all by the echo pen,(device failure)" with an unspecified onset date, "not administering any insulin due to another faulty plunger mechanism with novopen 4- plunger (she meant the piston rod) sometimes is loose and moves freely and other times gets stuck. She said that the piston rod was very stiff and wouldn't move(device component malfunction)" with an unspecified onset date, "old broken pen(device breakage)" with an unspecified onset date, "injecting from the glass vials with a syringe(inappropriate drug extraction with syringe)" with an unspecified onset date, "they store the pen with a used needle still attached(device stored with needle attached)" with an unspecified onset date, and concerned a child female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type I diabetes mellitus", , novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type I diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "type I diabetes mellitus", patient's weight, height and bmi (body mass index) were not reported. Dosage regimens: novopen echo: novopen 4: novorapid penfill: current condition: type 1 diabetes mellitus (since 2012). On an unknown date, patient experienced unexplained, dangerously high blood sugar levels, resulting in elevated ketones and numerous sick days because of not administering the correct number of units and eventually not administering any insulin at all by the echo pen, which was replaced by a pharmacy. But unfortunately, on an unknown date, the same uncontrollable high levels were experienced during the course of this week and she once again discovered that the new pen which is novopen 4 was also not administering any insulin due to another faulty plunger mechanism. The reporter said that the plunger (she meant the piston rod) sometimes is loose and moves freely and other times gets stuck. When she was asked to bring in a new needle and the pen to follow troubleshooting steps she followed carefully and then when asked to try without a pen fill to check the mechanical part she said that the piston rod was very stiff and wouldn't move. After several attempts troubleshooting was unsuccessful. Reporter mentioned also that the child has unfortunately disposed of the old broken pen, as well as the new pen's packaging. Reporter injecting from the glass vials with a syringe but being extremely active in many sports and being at school, this is quite an inconvenience. Reporter confirmed that they use the needle several times and store the pen with a used needle still attached. Batch numbers: novopen echo: requested, novopen 4: pvggw09, novorapid penfill: requested. Action taken to novopen echo was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "unexplained, dangerously high blood sugar levels resulting in elevated ketones - type 1 diabetic (type I diabetes mellitus with ketoacidosis)" was not reported. The outcome for the event "uncontrollable high levels were experienced (blood glucose increased)" was not reported. The outcome for the event "not administering the correct number of units (incorrect dose administered by device)" was not reported. The outcome for the event "eventually not administering any insulin at all by the echo pen,(device failure)" was not reported. The outcome for the event "not administering any insulin due to another faulty plunger mechanism with novopen 4- plunger (she meant the piston rod) sometimes is loose and moves freely and other times gets stuck. She said that the piston rod was very stiff and wouldn't move(device component malfunction)" was not reported. The outcome for the event "old broken pen(device breakage)" was not reported. The outcome for the event "injecting from the glass vials with a syringe(inappropriate drug extraction with syringe)" was not reported. The outcome for the event "they store the pen with a used needle still attached(device stored with needle attached)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Company comment: diabetic ketoacidosis and blood glucose increased are assessed as listed events according to the novo nordisk current ccds in novorapid penfill. Patient is a child with type 1 diabetes mellitus, device broken was broken and unable to administer the insulin, so the patient attender administering the insulin using a syringe. Relevant information on precipitating factor for diabetic ketoacidosis, reason for device breakage, relevant training on insulin administration, suspected faulty device and novorapid penfill investigation and action taken with novorapid are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill.